Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion seal was degraded. The product fault occurred before infusion, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal. The visual inspection confirmed the reported problem. The dso seal was replaced. The service history review indication that the complaint was related to a past service.